Event description:
Pt was (B)(6) female, about (B)(6) who had spondylolisthesis on l4/l5. Surgeon was decompressing the right side following. Before using the flex mis device, the surgeon used a 7mm shaver to break up tissue. The device was run for about 2.5 minutes in the straight configuration collecting a large amount of material after which the device was articulated to 200. Moments later, the anesthesiologist reported the pt was losing pressure. Surgeon stopped the device. Heavy bleeding was noted and attributed to a perforated iliac artery. Apparently the device had advanced through the annulus and out into the vessel causing the damage. Pt was turned over and general surgery unit was brought in to repair the damaged vessel. Pt was stabilized and is recovering in ICU. The surgeon reported that he will put in an interbody device when the pt has recovered.

Manufacturer narrative:
From the accounts provided by the distributor, doctor and spine view field personnel, there was no device malfunction. Indeed, on a follow-up call by spine view vp for sales, the surgeon indicated the device performed as intended in terms of removing tissue from the disc. On (B)(6) 2013, a conference call between the doctor and spine view personnel (vp sales, ra, r&d) was made. It was ascertained that the pt was continuing well in recovery. It was also noted that there could have been a fissure in the annulus which made it weak. Vp sales made subsequent call to the regional sales manager and to the distributor and confirmed that the surgeon had received appropriate training on device use which includes a potential complication as stated in the IFU that the enspire flex device should never be in direct contact with any nervous tissues or vascular structure which could result in vessel damage or injury and a caution to avoid use of excessive force. The device was discarded at user facility and was not returned for eval but device history files were reviewed and showed that the device lot met all release criteria. It is likely that the annulus may have been defective or excessive force was applied to device or a combination of both resulting in the device breaching the annulus and perforating the iliac artery.